Event description:
A caller reported a malfunction on a pump, specifically a code identified as malf 0, which was not resettable. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continues uninterrupted. Tandem technical support decided to replace the pump with an updated version that includes new software, and they confirmed the shipping details with the customer. Additionally, the customer was informed about returning the faulty pump using a return box and pre-paid label, and they were offered training available in their tandem source account. The caller understood all instructions and acknowledged them.